Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "I am sorry to report that we received a complaint from a client stating that the inflation cuffs are not holding air properly. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4). The reported complaint of "unable to inflate - cuff" could not be confirmed since the actual sample was not returned. The customer returned one representative sample in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found with the returned device as it was able to properly inflate and deflate. No leaks were found with the sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined without the actual device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "I am sorry to report that we received a complaint from a client stating that the inflation cuffs are not holding air properly. There was no reported patient harm or consequence."